Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to motor encoder out of phase. The insulin pump had cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had motor error alarm during rewind. It was reported that the customer's blood glucose level was normal. It was reported that motor error alarms were noted in the device's history. No further information provided.